Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the swivel y-piece of an rt104 adult dual-heated breathing circuit was not included in the kit. This was noticed before use on a patient.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA, but it is similar to a product that is sold in the USA. The 510(k) for that product is k983112. Method: the rt104 adult breathing circuit kit was returned to fph (B)(4) in an unsealed condition. It was visually inspected for the missing swivel y-piece. Results: visual inspection revealed that the swivel y-piece was missing from the returned breathing circuit kit. A lot check revealed no other complaints of this nature for lot number 110825. Conclusion: we were unable to determine the root cause of the reported fault. All breathing circuits are visually inspected and pressure tested before leaving the product line, and those that fail are rejected. The subject rt104 adult breathing circuit would have met the required specifications at the time of production. This suggests the swivel y-piece was lost post production. (B)(4).